Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires and sparking of the power supply box. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed material revealed damage to power supply showing frayed wire. No other discrepancies or discernible damage to the returned right-angle extender or power cord. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Root cause: power supply ¿ physical damage. Root cause of sparks being produced when the unit was powered on concluded to be the returned power supply. The power supply was not used for testing due to safety protocol. However, it is likely that the open wires caused the frayed cable to spark prior to the customer complaint.